Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the maquet sales representative noticed the two hemopro dc ext cables were soaking wet with steris. The surgeon/harvester attached the cable backwards (not arrow to arrow) and the power supply was at the setting of 3 per the IFU recommended setting between 2 - 3. The hemopro was taking too long to cauterize any branches so they took out the hemopro from the patient's leg, replaced the cable with a new one correctly arrow to arrow and put the power supply setting to 5. He started cutting more branches then noticed more smoke than usual. Upon removal, the hemopro tissue welder jaws began overheating, turning red, even though the activation toggle switch was confirmed to be in the "off" position. A replacement device was used but the surgeon was not comfortable with the device, so completed the procedure by converting to open leg. The hospital did not report any patient complications. This report is for the third device which overheated causing surgical conversion.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.